Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer stated that the insulin pump had noises when priming the insulin pump, screen was so scratched customer cannot read. The customer stated that the insulin pump was not giving the appropriate insulin, when customer changes a new reservoir they think it gives them more insulin. The device will not be returned for analysis.